Manufacturer narrative:
The unit passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, and a minor scratched lcd window.

Event description:
The customer called in to report high blood glucose levels. The customer reported a level of 271 mg/dl so he corrected with the insulin pump, and then 2 hours later his level was 515 mg/dl. The customer did a complete set change but his level went up to 586 mg/dl. The customer reported an emergency room visit due to high blood glucose levels on (B)(6) 2016. The customer was wearing the device at the time of admission. The customer was treated with an insulin IV and fluids. The customer stated it took 6 hours for the levels to drop to 189 mg/dl and was released. The customer completed troubleshooting however he declined to perform the high pressure test and instead requested a replacement insulin pump. The customer was sent tubing clamps and a replacement device. The customer was advised to return the device for analysis.